Event description:
It was reported that while in analyzer mode the programmer would not display the electrogram (egm) and also that noise was showing instead of the egm (this was an intermittent issue). Per initial reporter, they did rule out it being a cable issue, and that the situation was resolved by cycling the power during a case. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that while in analyzer mode the programmer would not display the electrogram (egm) and also that noise was showing instead of the egm (this was an intermittent issue). Per initial reporter, they did rule out it being a cable issue, and that the situation was resolved by cycling the power during a case. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 2067, radio frequency programmer head; product ID: 229047, software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis did confirm the customer comment that the electrogram (egm) did not display when the programmer was in analyzer mode and that there was intermittent noise showing instead of the egm and it was attributed to a damaged analyzer patient connector. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.